Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation as it was discarded by the facility. This device is used for therapeutic purposes.

Event description:
It was reported intraoperatively during an "acbf" procedure that once a medtronic emg endotracheal tube was inserted into the patient, the cuff had to be deflated "very quickly- in 10 to 20 seconds" ...the endotracheal tube 'would not ventilate" the patient. Attempts to maneuver or reposition the tube were also unsuccessful, as the cuff would still only obstruct the patient's airway upon its re-inflation. As a result, the endotracheal tube was replaced with another in order to proceed with the procedure. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.